Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit failed the membrane test in the patient interface module tests. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse that encountered the issue replaced the safety disk. The fse performed a complete pm with full calibration. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. The following was performed by technician of the maquet failure analysis and testing (fat) dept. The failure analysis and testing (fat) dept. Received the following part associated with this complaint: safety disk performed visual inspection of parts received and parts appeared to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing (fat) dept. Could not verify the failure of membrane leak tests. Safety disk passed testing. Retaining the safety disk in the fat dept. As per procedure.